Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation the patient complained of feeling sluggish. Upon interrogation it was discovered that the left ventricular (lv) lead impedance measurement was greater than 2500 ohms with no capture at 7.5 volts in both sensing vectors. A fracture was suspected. A revision procedure was attempted over a week later, however an attempt to implant a new lead was unsuccessful. During the procedure the fractured lv lead was tested through the pacing system analyzer (psa) and had noncapture at 10 volts and impedance measurements greater than 3000 ohms. Due to the unsuccessful attempted lead implant, the physician plugged this lv lead back into existing device and would discuss other options with the patient at a later date. At this time the lv lead remains in service and no additional adverse patient effects were reported.